Event description:
Customer reported unit started to reboot continuously. There was no reported pt injury. Investigation/conclusions: ge healthcare's investigation into the reported occurrence is still ongoing.